Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-100mg/dl fasting. Verified test strips expire 02/28/2018. Confirmed customer's test strips are being stored properly and opened vial date was 8/24/2015. Customer performed a back to back blood test 149mg/dl and 126mg/dl. Reviewed meter memory (B)(6). Customers concern:the customer is concerned with the results of 135, 143 and 173mg/dl in the meter's memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-100mg/dl fasting. Verified test strips expire 02/28/2018. Confirmed customer's test strips are being stored properly and opened vial date was (B)(6) 2015. Customer performed a back to back blood test 149mg/dl and 126mg/dl. Reviewed meter memory 135mg/dl - fasting:yes; 53mg/dl - fasting:yes; 143mg/dl - fasting:yes; 80mg/dl - fasting:yes; 173mg/dl -fasting:yes. Customers concern:the customer is concerned with the results of 135, 143 and 173mg/dl in the meter's memory. No adverse event reported.